Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm that the device stopped during ventilation, but did reveal a failure during startup. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device became inoperable while in use on a patient. There was no patient harm or a serious injury reported a as a result of the incident. Medical intervention was required.